Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the or for a scheduled lead revision and post-paced t-wave oversensing was observed. The oversensing was noted on a stored egm. The device was reprogrammed successfully and remains implanted.